Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve blocked the right coronary artery during deployment. The valve was immediately pulled up with a snare. A second valve was implanted in a deeper position. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - results and conclusion codes h10 - conclusion: medical safety assessment was performed. Upon review of the information provided, the primary event of right coronary occlusion, resulting in snaring the valve and placing a 2nd valve, is assessed as likely related to the evolutfx valve. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the evolutfx valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Per IFU, occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.).there is no information to suggest a device quality deficiency that may have caused or contributed to these events, and these events does not indicate device misuse or malfunction .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve blocked the right coronary artery during deployment. The valve was immediately pulled up with a snare. A second valve was implanted in a deeper position. No additional adverse patient effects were reported. Additional information was received that cardiopulmonary arrest occurred due to the right coronary artery occlusion. After 10 minutes of cardiopulmonary arrest, cardiopulmonary machines were introduced and the heart rate resumed. The patient suffered from a post-operative cerebral infarction, and no recovery of consciousness was observed. Subsequently, the patient died approximately three months after the valve implant. The cause of death was infection due to pneumonia. Per the physician, there was no relation between the device nor the procedure and the death.

Manufacturer narrative:
Updated data: b2. B5. Second paragraph added h1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve blocked the right coronary artery during deployment. The valve was immediately pulled up with a snare. A second valve was implanted in a deeper position. No additional adverse patient effects were reported. Additional information was received that cardiopulmonary arrest occurred due to the right coronary artery occlusion. After 10 minutes of cardiopulmonary arrest, cardiopulmonary machines were introduced and the heart rate resumed. The patient suffered from a post-operative cerebral infarction, and no recovery of consciousness was observed. Subsequently, the patient died approximately three months after the valve implant. The cause of death was infection due to pneumonia. Per the physician, there was no relation between the device nor the procedure and the death. Additional information was received that the stroke was confirmed with magnetic resonance imaging (MRI). The symptoms presented 2-3 hours after the valve implant. No permanent impairment resulted from the stroke. Per the physician, it was unknown if the stroke was related to the valve or delivery catheter system (dcs). Per the physician, the cause of the stroke was the balloon dilation or cardiac massage.